Event description:
It was reported that the pt's lead was replaced due to a lead discontinuity. It was also noted that the physician could not remove the lead from the generator, but no anomalies with the connection were found. Pt manipulation and/or trauma was reported to have occurred which may have contributed to the event. Explanted lead was returned to the MFR and underwent analysis. Upon analysis, no device discontinuities were found. During the visual analysis, what appeared to be pitting was observed on the surface of the connector ring quadfilar coil. Scanning electron microscopy was performed and verified the surface pitting. The generator was left "on" after explant, most likely causing the observed pitting. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete eval could not be performed on the entire lead product.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.